Event description:
No harm to patient. When assembling equipment for piv [peripheral intravenous line] insertion, noted broken hard plastic where needle is enclosed. Equipment discarded in sharps before attempted use.